Event description:
It was reported that the customer went into diabetes ketoacidosis during a call for motor error. It was noted that the customer was out with friends when the insulin pump was ripped off. Customer did not receive insulin for ten hours and was taken to the hospital with blood glucose readings of 1000 mg/dl. Customer was kept at the hospital for a couple days. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.